Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
A palliative resection of the prostate by urethrocystoscopy and prostate biopsy was performed. Additionally, during the procedure, a (B)(4) fiber was used at 49,332 joules of use and 10:28 minutes; the surgical fiber functioned intermittently and no fiber damage was observed. The fiber tip (cap) was not cleaned during the procedure. The procedure was completed utilizing a second (B)(4) fiber. There was "no injury to patient" reported.